Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: in (B)(6) 2009, patient underwent a laminectomy and fusion in which rhbmp-2/acs was implanted at c5-c6. Post-op, patient complained that her neck was bothering her. In (B)(6) 2013, patient underwent a l4-l5 fusion. Post-operatively, patient has pain in her neck and lower back as well as numbness in her hands. Patient has an increased fear of cancer. Reportedly, patient is no longer able to do household chores without assistance and is disabled due to chronic debilitating pain.